Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the indication on the connecting tube has a disappeared area. (1mm2 or more). Additional evaluation findings were as follows: the connecting tube has a dent, the bending section cover has a scratch, the adhesive on the bending section cover has a chip, the connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the connecting tube has a buckling. Based on the results of the investigation, it is likely that the following led to the malfunction: that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a dent in the coiled tube and defects of the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the insertion part display disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, h6, and h10.